Event description:
This valve was explanted due to paravalvular leak. At explant, two areas of dehiscence were observed and the "entire valve was only partially incorporated into the annulus". The pt was reported to be in recovery and "doing well".